Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The investigation determined the cause to be the leaking detection unit which was discovered by the field service representative. He found liquid had leaked on a pcb board and changed the board. The issue was solved by the replacement of the whole detection unit. No patients were affected in any way.

Event description:
The user received questionable cortisol results for an unknown number of patient samples from the cobas e601 analyzer serial number (B)(4). Of the provided data, the results for one patient sample were discrepant and reported outside the laboratory. The initial result was >63.44 ug/dl and the repeat result on (B)(6) 2011 was 97.89 ug/dl. No adverse events were alleged regarding the issue. Upon evaluation of the analyzer, the field service representative determined the detection unit was damaged due to fluid. He replaced the detection unit and verified the analyzer operation by running performance testing with results within specifications.